Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker battery had prematurely depleted. No intervention was reported. The patient was stable.

Manufacturer narrative:
Correction: g3 ¿ date received by manufacturer should have been aug 22, 2022, rather than may 5, 2022 as previously submitted in follow-up report number 1.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.